Event description:
The customer's blood glucose was 398 mg/dl when his mother took off the pod and she realized that needle and cannula had never deployed. The pod was worn for 10 hours.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that neither the needle nor the cannula deployed. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.